Event description:
On (B)(6) 2011, sunrise medical received a copy of a user facility medwatch FDA form 3500a uf/importer report # (B)(4). The alleged adverse event occurred on (B)(6) 2011. The end user was sitting in her wheelchair on (B)(6) 2011. The end user was sitting in her wheelchair in her room and called for help. The end user had a glove wrapped around the third finger of the right hand. She stated she cut her finger on the wheelchair. A laceration was noted. An x-ray showed comminuted fracture of the distal phalanx right middle finger.

Manufacturer narrative:
This report was originally submitted to the FDA on (B)(6) 2011.